Event description:
It was reported that a wheel chaired patient accidentally pressed the c-arm down button while pulling herself forward using the patient handle bars. The bucky allegedly was caught by the chair and the bucky cover was pulled off. No injury was reported.